Event description:
It was reported the nurse attempted to inflate the fecal management system (fms) retention balloon without success prior to insertion. The device was not used. No patient involvement was reported.

Manufacturer narrative:
Additional information was received on august 17, 2015. Third party manufacturer reviewed the batch records for lot# 14fm0205 and no exceptions were found. Four retention samples were also reviewed and the appearance of the balloon/inflation port, catheter body and valve function were normal. Eight samples from different lots including one form the same lot were tested for blockage, inflation, breakage, leakage and deflation by injecting 45ml of water through the inflation port into the balloon which was observed for 24 hours. The same units were then tested for blockage or leakage of the irrigation port by injecting water through the irrigation port. All functioned normally with no blockage or leakage. No previous investigations are available. After a thorough batch review no discrepancies or non-conformances were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Additional event details have been requested. There were no reports of patient involvement. Should additional information become available, a follow-up report will be submitted.